Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown.

Event description:
It is reported that driver did not engage implant. Spun as it stripped. No patient interaction reported. Tooth 27. Another implant was placed.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d10: bost3210, 3i t3â® non-platform switched tapered implant 3.25 x 10mm, lot number 2021051401. H2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data the unknown driver was not returned. Based on the evaluation, the device malfunction could not be verified for unknown driver as it was not returned. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. DHR review could not be performed, as the lot number associated with the unknown driver is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information for unknown driver. A definitive root cause could not be identified. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends. H3 other text : no item, lot or product available

Event description:
No additional or corrected information to report.